Event description:
It was reported that ten days after the product was inserted, the cuff deflated and the customer had to keep re-inflating. The product was removed and replaced with another of the same kind. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference: (B)(4). The product was not returned for investigation. The manufacturing guidelines and controls were reviewed and found effective to detect the reported malfunction. Each product undergoes an inflation deflation test prior to release from manufacturing. The reported malfunction cannot be verified. The device history record was reviewed and no nonconformity reports were identified.